Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had bradycardia and the right ventricular (rv) lead exhibited loss of capture. The lead was repro grammed and remains in use. No further patient complications have been reported as a result of this event.